Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left hemicolectomy procedure, the surgeon used the device (loaded with a white reload) and it worked as intended. Then the surgeon re-loaded this device with a new white reload to carry out this procedure, but this time the staple line was incomplete and therefore the suture was incomplete. To complete this suture, the operator decided to reload again device with a new white reload of the same lot number, and this time no problem came out. So the operation was carried out without a problem for the patient.